Event description:
It was reported that the sureshot targeter host computed screen reported an error saying "aiming sureshot is damaged, please replace with another one". The procedure was completed by changing the surgical technique. There was a delay less than or equal to 30min. No patient injury or other complications were reported.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The wiring for the device is damaged, rendering the device inoperable. The device shows signs of extensive use. A review of the complaint history, for the listed part revealed prior complaints for the listed failure mode but no other complaints with the same serial number as this is a unique serial device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.